Manufacturer narrative:
(B)(4). Actual sample discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 1 of 4. The home patient (hp) stated she found one of the supply bags became disconnected. The technical service representative (tsr) instructed the hp to close the transfer set and cycle power. The hp confirmed the hc alarmed with a se 2367 alarm. The tsr explained the alarms and further instructed the hp to cycle power again. The tsr then advised the hp to start over with new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated the spike came out of the bag. The hp stated her husband stepped on the tubing which caused the spike to come out and fall on the floor. The hp stated she called (B)(4) for help immediately and was able to continue therapy by starting over with all new supplies. The hp stated she was feeling just fine and confirmed she had no adverse reactions from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, the cause of the se 2240 is due to air being sucked into the disposable due to the disconnection of the supply bag. The homechoice apd systems patient at-home guide instructs users when and how to connect the supply bags. The guide has multiple instructions and warnings for aseptic technique. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). As the sample was discarded and lot number is unknown, a batch review was not performed.